Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported a patient with blurred vision and light sensitivity approximately two weeks post lasik in a patient's right eye. Topical steroid dosage was increased and an oral steroid was prescribed. Additional information received. The patient was seen in follow up; the symptoms are improving. The patient was instructed to continue the drops and oral steroid as prescribed. Additional information received; the patient reports continuing issue with dryness. Punctal plugs were inserted and the patient will continue the topical steroids along with artificial tears and lacrilube at night. The patient is pending further follow up. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause could be identified as the product was found to be within specifications. (B)(4)